Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that it was not a device issue that led to the hospitalization, they were diagnosed with acute heart failure. Salt and water restriction will minimize future problems they may have. *event no longer reportable and no further supplementals are required at this time*

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during recharge of the ins the patient saw system problem rm03 message multiple times. The patient reset the lithium battery but it did not resolve the issue/message. They called their manufacturer representative (rep) and was told to turn stimulator off for the time being today. The patient stated the controller was at 100% at the time and they believed the ins battery was charged @ 70%. The patient attempted to charge the ins while on the phone and reported the controller was showing "no device found" and looking for device but no connection. They verified no damage to the recharger antenna (rtm) cord or plug. The green light was flashing on the controller with rtm connected showing passive recharge mode screen but no connection was made with the ins to charge. A replacement rtm was sent to the patient. Upon further review of the call due to the quality assurance process, the patient mentioned they have had "software errors" (no further details known). The patient also reported in the call that they were hospitalized for 2 weeks with no further information.